Event description:
It was reported that a balloon leak occurred. The target lesion was located in the superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. After the angiography, the guidewire crossed the lesion and a balloon was used for inflation, but no significant improvement was found after inflation. When the physician withdrew the balloon and tested the pressure at 6atm, it was noted that the balloon was leaking liquid. The procedure was completed with another of same device. No patient complications were reported. It was further reported that no pinhole noted on the balloon.